Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic general and plastic surgery, the plastic inflation port had broken off the device. It is the clear connector that is attached to the black valve on the upper portion of the cannula. The defective device was exchanged for another one to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device. The photo depicts the device with a clear view of the broken insufflation port. Post market vigilance (pmv) led an evaluation of one device. The visual inspections noted that the inflation port was cracked. The balloon, lock collar, valve seal and doors appeared intact. The obturator and inflation bulb were received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.